Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, there was difficulty and resistance encountered while attempting to retract the foot of the device after harvesting the sutures. The device was pushed lightly forward, retracted and pulled out of the patient anatomy. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. Without the return of these components, the scope of this investigation was very limited. Possible contributing factors for the reported failure to retract the foot include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During testing, the foot was deployed then completely retracted by opening and closing the lever as intended. The foot is deployed and retracted during manufacturing to test the needle trajectory of every device. Tissue caught under the foot could have prevented the foot from being fully retracted into the guide; however, this could not be confirmed as no challenging anatomical conditions were reported. There was no definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, which could have contributed to difficulty of retracting the foot. Based on the manufacturing inspection criteria and analysis of the returned device, the reported failure to retract the foot could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.